Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Thrombectomy was also used to treat the lesion. Approximately 17 days post index procedure, patient suffered dysartria. Patient was seen by neurologist, who made a diagnosis of stroke. Investigator assessed that the event was not related to index device or antiplatelets medication. Sponsor assessed that the event was possibly related to index device or antiplatelet medication. Patient is recovered.

Manufacturer narrative:
Cec adjudicated the event as 'stroke, ischemic'. If information is provided in the future, a supplemental report will be issued.